Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in france, during the implantation of a 26mm sapien 3 ultra in a valve-in-valve procedure, the balloon burst during valve deployment. The proximal part of the balloon ruptured, while the distal part everted into an umbrella shape, making it impossible to remove through the esheath+. The delivery system was cut with sterile pliers to retrieve the pusher and the proximal part of the balloon. While attempting to retrieve the proximal part of the balloon with a larger 16 f introducer, the system broke, leaving the distal part of the balloon, including the tip of the catheter, in the aorta. The fragments were successfully removed with a lasso catheter through the contralateral route. After two hours, the medical team was able to withdraw the system from the patient without any injury. A post-dilation of the 26mm edwards valve was performed with a 24mm atlas balloon without any issues, and the patient did not suffer any injury. At this time, the implant position is unknown. Imagery provided showed the balloon burst, with the inflation balloon burst and separated. The distal balloon part and nose cone burst and separated.

Event description:
Follow-up information indicated that the valve was implanted in the aortic position via a transfemoral approach.

Manufacturer narrative:
Update to b5.

Manufacturer narrative:
Update to the b5. Correction to h6; clinical code, type of investigation, and investigation findings.

Event description:
Additional information was provided that during the procedure, a vascular access complication occurred when the surgeon attempted to withdraw the device. Specifically, it was alleged that the balloon contributed to the development of stenosis at the access site.

Manufacturer narrative:
Correction to h6; impact code, device code, type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided that showed the distal part of the balloon and nose tip separated from the commander delivery system. The instructions for use (IFU), training manuals, and current risk mitigations have been reviewed. No inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a burst balloon, withdrawal difficulties, and distal tip detachment were confirmed per the evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "it was a case of an implant of a 26mm sapien 3 ultra in a valve-in-valve procedure in aortic position by transfemoral approach. During valve deployment, the balloon burst. The proximal part of the balloon ruptured, and the distal part everted into an umbrella shape, making it impossible to remove through the esheath+. The delivery system was cut with sterile pliers to retrieve the pusher and the proximal part of the balloon. While attempting to retrieve the proximal part of the balloon with a larger 16 f introducer, the system broke, and the distal part of the balloon, including the tip of the catheter, remained in the aorta". It is possible the balloon may have interacted with the pre-existing valve upon inflation, contributing to a balloon burst. The balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure. However, physical interactions between the inflated balloon and any rigid characteristics associated with the pre-existing bioprosthesis could compromise the structure of the balloon wall through a number of failure mechanisms including puncture, local overstretching, open cell impingement, or stress concentration. As the balloon burst, the altered balloon profile could have made it more susceptible to catching on the distal end of the sheath tip during withdrawal, which then may have led to the experienced withdrawal difficulty. In this case, as the balloon burst, withdrawal difficulties were experienced, and the commander delivery system was cut for retrieval. It is possible that when attempting to remove the cut distal part of the commander delivery system through the sheath, the balloon material and nose tip separated. Available information suggests that patient factors (pre-existing valve) and procedural factors (device manipulation and withdrawal of the burst balloon) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to h6; impact code, device code, type of investigation, investigation findings, investigation conclusion. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed; the commander delivery system (ds) was cut at the flex shaft; the ds balloon burst with separated balloon material and the distal part of the balloon and nose tip separated from the ds. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were confirmed per evaluation of the imagery provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "it was a case of an implant of a 26mm sapien 3 in aortic position that after an implant duration of ten years and two months requires re-intervention. During valve deployment the balloon burst. The proximal part of the balloon ruptured, and the distal part everted into an umbrella shape, making it impossible to remove through the esheath+. The delivery system was cut with sterile pliers to retrieve the pusher and the proximal part of the balloon. While attempting to retrieve the proximal part of the balloon with a larger 16 f introducer, the system broke, and the distal part of the balloon, including the tip of the catheter, remained in the aorta". It is possible the balloon may have interacted with the pre-existing valve upon inflation, contributing to a balloon burst. The balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure. However, physical interactions between the inflated balloon and any rigid characteristics associated with the pre-existing bioprosthesis could compromise the structure of the balloon wall through a number of failure mechanisms including puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (pre-existing valve) likely contributed to the reported balloon burst. As the balloon burst, the altered balloon profile could have made it more susceptible to catching on the distal end of sheath tip during withdrawal, which then may have led to the experienced withdrawal difficulty. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the reported withdrawal difficulty. In this case, as the balloon burst, withdrawal difficulties were experienced and commander delivery system was cut for retrieval, it is possible that when attempting to remove the cut distal part of commander delivery system though the sheath, balloon material and nose tip separated. Available information suggests that procedural factors (device manipulation) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.